Event description:
A lead extraction procedure commenced to remove two right ventricular (rv), a right atrial (ra), and left ventricular (lv) leads due to cied system/pocket infection. Spectranetics lld lead locking devices (llds) were inserted into each lead to provide traction. Utilizing multiple spectranetics devices (16f glidelight laser sheath, visisheath dilator sheath, and tightrail rotating dilator sheath), one rv, ra, and lv leads were removed. Targeting the last rv lead with the 16f glidelight, the lead was removed; however, the blood pressure dropped, and rescue efforts began, including subxiphoid window and sternotomy. An svc/ra junction perforation was discovered and repaired, and the patient survived the procedure. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient date of birth - not available from facility a3b) patient gender - not available from facility. A4) patient weight - not available from facility. A5) patient ethnicity - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. D4/h4) the lot number was not provided; thus the following information is unknown: device serial number, unique ID, expiration date, and manufacture date. H3) the glidelight was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.